Event description:
During a f/u, it was noted that the left ventricular electrogram was displaying a signal inconsistent with appropriate capture and sensing in the left ventricle. Further investigation revealed that the left ventricular lead impedance had dropped significantly since implant, and that the capture threshold of the left ventricle could not be reliably determined. It was concluded that the left ventricular lead had dislodged. On (B) (6) 2010 - the physician has elected to program this lead off.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.